Manufacturer narrative:
A steris service technician arrived on site to inspect the reliance synergy washer. Review of the washer's data revealed that multiple "drying temp. Too high" alarms had occurred multiple times including while the cycle was running at the time of the reported event. This alarm occurs to alert the user that the drying element is over-heating and that the unit should be taken out of service. The technician inspected the unit and found the c2 contactor to be stuck in the closed position which allowed the components within the washer's drying chamber to overheat and the reported event to occur. The unit was installed in 2007 making it approximately 12 years old. The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. While on site, the technician counseled user facility personnel on the proper procedure to follow anytime the reliance synergy washer alarms as this is an indication that the washer has identified a problem or condition that requires immediate attention. No additional issues have been reported.

Event description:
The user facility reported that their reliance synergy washer caught fire. User facility personnel immediately shut off power to the unit and quickly extinguished the flames. No report of injury and no evacuation was required.